Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The procedure treated the 70% stenosed, 50mm in length target lesion located in the mildly calcified right coronary artery (rca). There was no vessel tortuosity. Pre-dilation was not performed. Next, three overlapping promus element plus stents were implanted, a 2.5x28mm stent in the distal rca, a 2.75x16mm stent in the mid rca and a 3.0x12mm stent in the proximal rca. During the case, a non-bsc guide catheter deep seated while removing the stent delivery catheter, and bumped the 3.0x12mm promus element plus stent implanted in the proximal rca causing stent deformation. The physician then ballooned the 3.0x12mm promus element plus stent with an unspecified 3.5mm balloon with good result. No further patient complications were reported and the final patient status is fine.

Manufacturer narrative:
(B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).